Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery with moderate tortuosity. The vessel diameter is unknown. Pre-dilatation was performed with a 6.0 x 200 mm balloon. The 5.5 x 150 mm supera stent system was advanced without issue, and the stent was thought to be deployed successfully. When the stent system was removed, the stent came out with the system. A new supera stent was placed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment difficulty.